Manufacturer narrative:
(B)(4). Insulin pump p cap reservoir locked properly in place. Insulin pump received with cracked keypad overlay and keypad overlay texture damage. Insulin pump passed displacement test. Insulin pump received with unexpected battery power loss shown in power graph and had high sleep and active currents, problem isolated to electronic assemblies. Pump error alarmed during self test and was confirmed in the formatted history file due to broken trace at pin#6 at keypad assembly. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that insulin pump had battery only hold for 2 days. No harm requiring medical intervention was reported. The device will be returned for analysis.